Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that her infusion set broke before inserting it and detached between the tubing and the needle. The patient was also dissatisfied with another infusion set with same lot number where the needle broke during insertion. Reportedly, the patient rotated insertion sites and cleaned the site before inserting. No further information available.